Event description:
The insulation came off from the working jaws of the harmonic ace while doing a hand-assisted laparoscopic nephrectomy. Surgeon felt a warm sensation on his fingertip and immediately disengaged the instrument. The piece of insulation was easily retrieved from inside the patient; the instrument and re-usable cord were replaced and the surgery continued without further issue.